Event description:
It was reported that the patient reported experiencing pain in the side. The ventricular lead is found to have no capture and no sensing. The lead is still in use and will be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.